Manufacturer narrative:
The customer canceled the service call. The reported problem was resolved by the customer. No additional info was provided.

Event description:
The customer reported that the images on the 7700 system were dark. No pt injury was reported.